Manufacturer narrative:
The event was reported to have occurred on an unknown day in (B)(6) 2018. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced battery failure and shutdown while infusing heparin (dose, programmed amount and delivery rate unknown). The reporter stated that the registered nurse entered the patient's room in critical care unit and found the pump off. Service was notified, and the patient assessed. A new pump was obtained and heparin restarted. There was no patient injury or medical intervention associated with this event. No additional information is available.